Manufacturer narrative:
Follow-up #1/final report issued to include additional information as follows. Reportedly, patient is doing well. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. The screw fractured due to uniaxial bending fatigue. K2m spinal implants are intended to provide temporary stabilization. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual. The risk assessment includes items described in this case; the probability and severity associated with these hazards are found to be accurately assigned. No edits are required. A review of the surveillance report did not reveal any contributing information/trends. (B)(4).

Event description:
Manufacturer was made aware of a patient revision 24+ months post-op due to screw fracture.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. Manufacturer will file a follow-up report once additional information becomes available.